Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level between 386-400 mg/dl on 06/14/16. Customer stated that she treated with a bolus. Customer declined troubleshooting and stated there was no emergency room assistance.